Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far-field oversensing on its right atrial channel. Technical services (ts) was consulted and reviewed the stored episodes. Ts discussed available programming options. This ICD remains in service. No adverse patient effects were reported.